Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds and intermittent loss of capture during routine follow up check, one day post implant. Sensing appeared stable. Technical services was consulted and recommended troubleshooting options. Subsequently, the patient had a chest x-ray performed and underwent a lead revision procedure to address the reported observations. The lead revision was successful. During routine follow up office visit, the rv lead was evaluated and confirmed to have remained stable post lead revision procedure. No reported complications occurred during revision procedure. The rv lead remains in service at this time. No additional adverse patient effects were reported.